Event description:
On 11/02/06, nellcor puritan bennett received a report of dimension issues on a 6.0 msct specialized tracheostomy tube. The caller reported that the pt was having difficulty breathing. The caller reported that the pt was re-intubated with a non-specialized tracheostomy tube. The caller reported that the airway lumen seemed to be too small for the pt. The caller reported they are returning the sample for verification that the tube was made to specifications.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available for eval.